Manufacturer narrative:
Device code: is applicable to this event.

Event description:
Additional information received from the consumer reported that the pump did alarm due to low and empty reservoir. The pump went "empty before it was supposed to." It was unknown if the patient was scheduled for the wrong refill date. The patient had his pump refilled in (B)(6) 2015 to resolve the alarm issue and pump being empty, which resolved the issue.

Event description:
It was reported that the patient had a change in therapy. The patient daily dose was adjusted to account for the patient¿s symptoms. The patient needed more oxycodone due to tightness and burning pain in (B)(6) 2015. The patient was having increased spasms and difficulty moving as well as burning pain in (B)(6) 2015. The patient¿s symptoms were better after dosing was increased, then symptoms returned. The location of symptoms was considered other. The patient was receiving 1249.4 mcg/day in (B)(6) and the daily dose was increased to 1345 mcg/day by (B)(6). There was a volume discrepancy, the actual residual volume (arv) was less than the expected residual volume (erv), arv: 1 ml and erv: 11 ml. The overinfusion was noted on (B)(6) 2015. There were no known discrepancies in the past. The healthcare provider (hcp) had the refill history going back to (B)(6) and each refill prior to most recent was within about 1-2 ml of expected volume. There was no suspicion of pocket fill. The patient could not walk, was numb in his lower extremities, and the patient¿s sibling said he was very sleepy. The patient¿s blood pressure was 60 over 41 and his heart rate was in the 50s. The patient presented with symptoms the following day after the pump was refilled. The patient was currently in the ICU (intensive care unit). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse gablofen (2000 mcg/ml; 901 mcg/day).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).